Event description:
Additional information received later indicated that the catheter did not migrate as "the tear was noticed to be outside the intrathecal space".

Event description:
It was reported that, since the implant of the pump, the "analgesia wasn't good." It was later reported that the patient experienced a loss of analgesia. The doctor checked the pump and catheter on (B)(6) 2012, and could see that the catheter had a "pore." It was later clarified that there was a hole or tear. It was suspected that this part of the catheter was out of the intradural space, because, when the doctor reviewed the entrance area where the catheter is fixed by the anchor piece, he "saw the numerical marks of the catheter and the hole was about the same." It was noted that the reporting physician did not have any model or lot information for the catheter, because it had been implanted before he managed the pain unit. It was also reported that the patient thought she heard a sound in the pump. The pump event logs were checked, and there were no alarm events noted. It was noted that the doctor thought the pump "worked right." The device system was used to deliver midazolan, fentanilo, ketolal, and bupivacaina. The pump was explanted. It was noted that the patient was not receiving effective therapy because, the doctor decided to implant a new pump and catheter on another day.

Manufacturer narrative:
Product ID 8709, lot# unknown, product type catheter. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function.

Manufacturer narrative:
Product ID neu_unknown_cath lot# serial# unknown, implanted: explanted: product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.